Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving message "check if sensor is in contact with skin, if not remove sensor and start a new one" with freestyle libre 2 sensor, on day of application. The customer reported that as reading could not be obtained, the customer experienced seizure and loss of consciousness. The customer required treatment of glucagon injection by a third-party. There was no report of death or permanent injury associated with this event.